Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-mar-2008, UDI#: (B)(4). Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 450 mcg/ml at 50 mcg/day via an implanted pump. It was reported the patient experienced intermittent withdrawal and overdose symptoms. The patient reported he had an episode of withdrawal which was later followed by an episode of overdose in fall of 2021. The patient then reported he had withdrawal symptoms in (B)(6) 2022. At that time the hcp decreased the pump dose and referred patient to neurosurgery for system replacement. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included catheter access port (cap) aspiration was good for cerebrospinal fluid (csf) flow. The patient had a complete system replacement with the old system on (B)(6) 2022 to be sent for analysis. The issue was resolved at the time of report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing; catheter incomplete/returned in segm ents. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.